Event description:
It was reported during an atrial fibrillation ablation procedure the hemostasis valve of a swartz braided introducer leaked. The physician placed a swartz braided introducer with a dilator into the right atrium and completed a transseptal puncture to the left atrium. He removed the dilator and inserted a non-sjm ep catheter into the introducer and noted blood leaking from the hemostasis valve. The introducer was removed and exchanged for another device to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification is unk as the device was not returned for analysis.